Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Concomitant products were used during this study: lasso catheter, carto system. Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that two patients in non-hf group underwent radiofrequency catheter ablation and had hf hospitalizations. Title: ¿elevated red blood cell distribution width predicts recurrence after catheter ablation for atrial fibrillation in patients with heart failure.¿ the purpose of this study was to examine the association between rdw and outcomes after radiofrequency catheter ablation (rfca) for af in a large sample. The study was conducted between january 2009 and december 2014 in this study. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): two patients in hf group died due to decompensated hf, 1 patient in hf group died due to sepsis, 2 patients in non-hf group strokes, 1 patient died due to cancer(bwi will not open complaint for this event as it is not device related or procedure related). A 3.5-mm tip, open-irrigated ablation catheter was used in this study. Bwi takes conservative approach to open this complaint under ablation catheter thermocool smarttouch, however catalog and lot number are unknown. No catheter type is specified for each patient. Should more information be received, product for this adverse event will be modified as appropriate. The awareness date for this complaint is 3/22/2016 because the article was reviewed on 3/22/2016.